Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation: the reported issue was confirmed via review of device logs. The pressure sensor assembly was replaced to resolve the issue. The device was left in working condition.

Event description:
The following was reported to hamilton medical ag: "the device alarmed for technical fault: (B)(4) (pvent pressure sensor defect) and that the pressure sensor was replaced. No patient involvement." Review of device logs show the device also alarmed with technical fault: (B)(4) (vref error), switched to ambient mode and failed the self test on subsequent startups.